Event description:
Procedure: lobectomy. According to the reporter: while firing the stapler across the lung, the round outside piece of the I-beam on the stapler broke off the cartridge and was lost inside the thoracic cavity. X-rays were taken. The piece was located but it was determined the piece be left in the cavity based on the location. The incision was made larger due to the specimen size and also for searching for the piece. The specimen was removed and the patient was closed. A delay of 45 minutes occurred.